Event description:
In 2009, the account initially reported that the fiapc receptacle was loose which caused a fiapc probe not to fire/ignite (note: the fiapc probe was not available for an eval). Then the customer reported two days later, that a pt incident occurred with the erbe system; argon plasma coagulator (apc) model apc 2 with an electrosurgical generator model vio 300 d. The settings for the erbe apc/esu system were apc pulsed. Effect 2 at 20 watts. Argon plasma coagulation was applied in the right colon/cecum for angiodysplasia. The pt went home but returned to the facility with pain. A perforation was detected. Surgery was then performed to address the perforation.

Manufacturer narrative:
The apc/esu system (including its footswitch) was returned and thoroughly inspected/tested. The findings were as follows: apc: the coagulator was found to be functioning as intended. Also, the fiapc receptacle was found to be intact and secure. A technical safety check was performed. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. Also, the gas flow rates were measured and found to be within their acceptable ranges for the apc. All features were/are functioning properly within specifications. Esu: a technical safety check was completed. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. All features were/are functioning properly within specifications. Note: unrelated to the reported situation, some upgrade/update work was performed on the apc and esu. Vio two pedal footswitch with remode (lot number zw-zs). The footswitch was also found to be functioning properly. No anomalies were found in the device history records (dhrs) or the equipment. In conclusion, no device problem was found that would have caused or contributed to the event. Based upon past reports, it appears that upon argon plasma treatment in a thin walled area (i.e, the cecum), the remaining wall was not sufficient to remain intact. Nonetheless, no conclusive determination could be made as to the cause of the incident. The involved medical personnel are being made aware of the findings. To further address the issue, additional in-service work has been offered to the medical staff at the facility. Erbe USA, inc. Is now closing the file on this event.